Event description:
Customer's physician reported that a customer received an error 4 when a test strip was inserted and a battery and booklet icon appeared on the display of their freestyle blood glucose monitor. Although the meter was set to the correct unit of measure, the meter is exhibiting signs of the memory overwrite malfunction. Customer's physician also reported customer wasn't able to test her blood sugar due to error message and experiencing symptoms of blurred vision, frequent urination and hyperglycemia. Customer was diagnosed with hyperglycemia and treated with an insulin shot at her physician's office.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.